Manufacturer narrative:
The complainant indicated that the device was implanted in the patient and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used to anchor a j-tube device within the patient's jejunum during a j-tube placement procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution ii clip was positioned and deployed within the patient. However, it was reported that the clip did not immediately release from the delivery catheter upon deployment. When the catheter was gently pulled back, the clip disengaged from the catheter and was left in place within the patient. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.